Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Anxiety - product/ procedure- breast: unable to observe since it is not related to the device. Rupture- breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side ¿predominantly fibrous fibrocystic mastopathy without evidence of signs of suspicion of focal pathology¿, ¿in both axillary regions he presented lymphadenopathy with a reactive appearance¿ and ¿suggest the onset of complications due to intracapsular rupture.¿ device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy; rupture.

Event description:
Healthcare professional reported ¿predominantly fibrous fibrocystic mastopathy without evidence of signs of suspicion of focal pathology¿, ¿in both axillary regions he presented lymphadenopathy with a reactive appearance¿ and ¿suggest the onset of complications due to intracapsular rupture¿. This record relates to the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as a surgical impact opening. (Shell thickness within spec). Lymphadenopathy: unable to observe since it is not related to the device. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported ¿predominantly fibrous fibrocystic mastopathy without evidence of signs of suspicion of focal pathology¿, ¿in both axillary regions he presented lymphadenopathy with a reactive appearance¿ and ¿suggest the onset of complications due to intracapsular rupture¿. This record relates to the right side. Device has been explanted.